Event description:
It was reported that a flexible drill was found broken outside of a surgical case. There was no patient involvement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). H6: proposed component code: mechanical (g04) ¿ drill. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.